Event description:
Caller states the patient tested 4.8 inr on the coaguchek s system and 3.3 inr on a comparison lab. Warfarin held for one day, no adverse event reported. Requested return of suspect system and replacement was sent.